Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged one day after implant and was found in the pericardial space. The lead was explanted. No patient complications have been reported as a result of this event.